Manufacturer narrative:
(B)(6) .

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024 it was reported that patient was hospitalized due to high bg level. The bg level was found to be 300 mg/dl patient took the normal pump upload using carelink personal treatment. No further information was available. .